Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1: initial reporter address 1: (B)(6). Block h6: medical device code a0401 captures the reportable event of suture break. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly and was not secured in the handle slot when received. It was also observed that the excess slack was not removed properly. The suture was returned attached to the trip wire and the ligator head, and was broken. Additionally, all the bands were returned attached to the ligator head and some bands were moved out of their original positions. The suture hole was in good condition. Further inspection under magnification shows that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of suture break was confirmed. The broken suture may be related to user manipulation and/or some technique applied while setting up the device that ended breaking the final loop of the suture thread. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can cause the trip wire to slip through the handle assembly during deployment and cause the bands to moved out of their original positions and damage to the ligator head teeth due to additional tension on the device. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician rotated the handle; however, the string broke. The same issue occurred with the second speedband superview super 7 deice. The procedure was completed with another speedband superview super 7 device. Ther were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 12, 2021: it was reported there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the physician rotated the handle; however, the string broke. The same issue occurred with the second speedband superview super 7 deice. The procedure was completed with another speedband superview super 7 device. Ther were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.